Event description:
This report is against user facility medwacth# (B)(4). The only information contained in this report is correction or additional information. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient gender: has been reported on facility medwatch. Device is an instrument and is not implanted/explanted. Device is not available for evaluation the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As received condition of device; one part # 311.064.01s was received in two pieces. The tip of the self-drilling tap was broken off and included with the complaint. The balance of the instrument is in good condition with slight wear marks on the hex connector. One 2.2mm self-drilling tap for 2.0mm resorbable screws - hex (311.064.01s / lot # 5812682) was received with a complaint category of broken: tip broken intraoperatively. The device is in good condition with minor scratches on its shaft and wear marks on the hex coupling. The returned device is part of the rapidsorb rapid resorbable fixation system and its use is illustrated in technique guide. The returned device was manufactured in (B)(4) in september of 2008 and is over 5 years old. The returned instrument has scratches consistent normal usage. A drawing was reviewed and is determined to be suitable for the design and related dimensional conformity for this device. The technique guide provides for proper care, use, routine cleaning and inspection of the instrument and should be followed. The device is a single procedure use sterile product, and it is designed to be self-drilling. Per technique guide, when drilling in dense bone, it is necessary to predrill the hole before tapping. Method of use was the causes of this complaint and it is determined not to be a design deficiency. Part# 311.064.01s is determined to be suitable for its intended use when used and maintained as recommended. Therefore, the complaint is confirmed, however the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: belpro manufactured the 4mm tap for 2mm resorbable cortex screws. The supplier¿s certificate of compliance indicates that the parts were made to and met all required specifications. There were no non-conformance reports generated for this lot.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.